Manufacturer narrative:
MDR was submitted in error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level was above 600 mg/dl. The customer stated that their blood glucose meter kept saying they were in high even after taking insulin shots. The customer did not mention any symptoms. The customer stated they were still wearing the insulin pump and did not deliver bolus from the insulin pump. Customer thought something was wrong with the meter. The insulin pump will not be returned for analysis.